Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow-up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 "turned off during use and then would not turn on." No patient impact or consequences were reported.

Manufacturer narrative:
Although the product was received at masimo japan's office, the customer requested for the return of the product without any repairs or investigation. The product was sent back to the customer. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(4).

Event description:
The customer reported the radical-7 "turns off automatically." There was no patient impact or consequence reported.